Event description:
Medtronic received a report regarding a pipeline failure to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery (ica) parac linoid with a max diameter of 10.9 mm and a 5.4 mm neck diameter. The landing zone measured 4.5 mm distally and 4.6 mm proximally. It was noted the patient's vessel tortuosity was strong. It was reported that the pipeline could not be deployed due to the tight bend. The deployment failure occurred in the distal stent region. The pipeline was positioned in a distal bend. The pipeline had been deployed less than 50% when it failed to open. The pipeline had be resheathed three or more times. There was no operation performed, such as using another device to deploy the stent. The stent was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. The pipeline was not used for an indication that is off-label. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Healthcare professional information not available due to privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.